Event description:
It was reported that the customer was in the emergency room due to low blood pressure and high blood glucose of 460mg/dl, and her blood glucose reading was treated with an insulin drip. It was stated that the customer had problems with the activate button and the keypad was sticky. The customer has not been using the device for several days because she feel uncomfortable using the insulin pump. Troubleshooting was performed. Reviewed the alarm history and found button error, low reservoir, and no delivery alarms. It was mentioned that the issues with the activate button has been on and off for several months, and there is times when it is working and there is times when it is not working. The caller stated that the device was not exposed to moisture. The customer attempted to program a bolus, but she is seeing 0.0 on display. It was stated that neither the maximum bolus nor the maximum basal is set up to 0.0, and the activate button is unresponsive. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed the functional tests including, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No history anomaly noted. Intermittent button press noted during testing due to flattened dome switches on the esc and act button. Cracked case on lcd display window corners and cracked battery tube threads.